Manufacturer narrative:
It was reported while using bd eclipse¿ needle 25g the safety mechanism failed and the tip was damaged. There was no report of patient impact. The following information was provided by the initial reporter: ¿ the initial notification we received stated that the product is ¿defective¿. Luer lock faulty and breaking when applying pressure to close. After administering a vaccine, pushing down on the safety cap to close, the cap broke. H3 other text : see h10

Event description:
It was reported while using bd eclipse¿ needle 25g the safety mechanism failed and the tip was damaged. There was no report of patient impact. The following information was provided by the initial reporter: ¿ the initial notification we received stated that the product is ¿defective¿. Luer lock faulty and breaking when applying pressure to close. After administering a vaccine, pushing down on the safety cap to close, the cap broke.

Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. Medical device lot #: 05012004 was reported, however, this is not a lot # manufactured for the reported catalog #. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd eclipse¿ needle 25g the safety mechanism failed and the tip was damaged. There was no report of patient impact. The following information was provided by the initial reporter: ¿ the initial notification we received stated that the product is ¿defective¿. Luer lock faulty and breaking when applying pressure to close. After administering a vaccine, pushing down on the safety cap to close, the cap broke.